Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was above 600 mg/dl at the time of incident. Customer also having the relevant blood glucose 107 mg/dl. The customer also reported that they had issue with connecting meter to the insulin pump. The customer reported that they experienced the symptoms such as nausea. The customer advised to change entire set, reservoir and insulin and treat per health care professional instructions. The device will not be returned for analysis.